Event description:
The iab was inserted into the pt on 12/2/97. On 12/4/97 after iabp for 24 hrs, the "leak in iab system" alarm sounded from the system 95 pump, then blood was noted in the tubing. Event complications: none from the event-rpt'd 12/8/97. Pt's current status: unk-rpt'd 12/8/97.

Manufacturer narrative:
Evaluation summary: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.